Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Prior to use, examine the re-sterilizable sizer for any evidence of damage or particulate contamination. Do not use any re-sterilizable sizer that may appear to have leaks, nicks or rupture. Do not use damaged or contaminated re-sterilizable sizers. Do not use re-sterilizable sizers that have been damaged or deformed during previous surgical operations. Ensure incision is sufficiently large to facilitate insertion and avoid damage to the device. The sizer can be inserted/removed several times to assist with size selection of the permanent implant. Do not damage the re-sterilizable sizer with sharp surgical instruments such as needles and scalpels, blunt instruments such as clamps and forceps, or by overhandling and manipulation during introduction into the surgical pocket. Do not contact the sizer with disposable, capacitor-type cautery devices as damage to the device may result. Do not use excessive force during placement of the re-sterilizable sizer, especially with 410 soft touch gel-filled shaped re-sterilizable sizers. Silicone gel may be deformed due to over manipulation, resulting in deformation of the anatomical shape.

Event description:
Health professional reported left side ¿rupture of the device when it is inserted into the prosthetic site." Device not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Health professional reported left side ¿rupture of the device when it is inserted into the prosthetic site." Device not implanted.